Manufacturer narrative:
The gold-tite square uniscrew was returned for inspection. The screw was fractured in the middle of the threaded region. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. Information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of gold-tite square uniscrews, it is recommended to torque at 32-35ncm. Complaint indicates screw fractured. The alleged event was confirmed following inspection. A root cause for the complaint could not be determined. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿. Device manufacture date not available as lot number not provided .

Manufacturer narrative:
Device lot # was not provided/unknown. An x-ray documenting the fractured abutment screw was received.

Event description:
It was reported that abutment screw fractured.